Manufacturer narrative:
(B)(6). Section d4: serial number intentionally left blank as the information is not applicable. Section g4: no 510(k) number was included due to the subject device being exempt from PMA pathway to regulatory approval. Method: the subject bc190 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device revealed that the tubing was found stretched and torn apart from the connector. The connector also came off from the tubing. Conclusion: when the user attempted to remove the connector to connect the circuit, the connector was unable to be removed, causing the flexitrunk infant nasal tubing to be pulled and torn. The malfunction was caused by a manufacturing issue where the connector was inserted too deeply into the transparent connector, making it difficult to remove. Our user instructions which accompany the bc190 flexitrunk nasal tubing state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 flexitrunk nasal tubing.

Event description:
A healthcare facility in ohio reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the bc190 flexitrunk infant nasal tubing was found broken. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in ohio reported via a fisher & paykel healthcare (f&p) field representative that the tubing of the bc190 flexitrunk infant nasal tubing was found broken. There was no patient involvement as the issue was found whilst the device was not in use on a patient.